Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages and a damaged cable or exposed wire.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages, damaged cable or wires exposed) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a broken wires in the ECG c and d cable. The root cause for the broken wires could not be positively identified. There was no adverse event that resulted from the damaged belt.